Event description:
Nurse was preparing to administer medication which was compounded by the pharmacy. To administer, the pump needed to be "activated". When nurse pushed in on the plastic area to activate pump, the citric acid 'bath' was ejected out of plastic containers into his eyes. An eye wash was done immediately following incident. The following day, nurse went to urgent care clinic and no further intervention was needed.